Event description:
It was reported foreign matter was found on the tip of needle prior to use. It was stated it looked like green cotton wadding.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history, applicable previous investigation(s), labeling, applicable manufacturing records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of foreign material in the device packaging was confirmed and appears to be supplier related. One 20 ga x 0.75 in safestep infusion set was returned for investigation from lot: ascws0132. One photo sample of a 20 ga safestep infusion set was also provided. The needle cover and white luer cap were both present on the device. A green material was observe within the needle cover tubing. The photo sample corresponded with the returned physical sample. No apparent use residue was observed. A green material was observed to be within the translucent tubing near the distal end of the needle. The needle cover was removed, and adhesive residue appeared to be present on the needle. The safety mechanism was able to be activated successfully. The green material was microscopically observed. The material appeared to be a solid plastic with a cellular structure. The adhesive residue on the needle was observed under uv lighting and fluoresced. The green material characteristics are similar to a sponge material used in the manufacturing process; therefore, the complaint is confirmed. The supplier has been notified of this complaint. A lot history review (lhr) of ascws0132 showed no other similar product complaint(s) from this lot number.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history, applicable previous investigation(s), labeling, applicable manufacturing records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of foreign material in the device packaging was inconclusive due to poor sample condition. One 20 ga x 0.75 in safestep infusion set was returned for investigation from lot: ascws0132. The white luer cap and plastic needle cover were present. No apparent use residue was observed. A green material was observed to be within the translucent tubing near the distal end of the needle. The needle cover was removed, and adhesive residue appeared to be present on the needle. The safety mechanism was able to be activated successfully. The green material was microscopically observed. The material appeared to be a solid plastic with a cellular structure. The adhesive residue on the needle was observed under uv lighting and fluoresced. Since the product was returned in opened packaging, the condition of the sample prior to package opening is unknown; therefore, the complaint is inconclusive. The supplier has been notified of this event. A lot history review (lhr) of ascws0132 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported foreign matter was found on the tip of needle prior to use. It was stated it looked like green cotton wadding.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of ascws0132 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported foreign matter was found on the tip of needle prior to use. It was stated it looked like green cotton wadding.